Event description:
Pt underwent fusion procedure from l4 to sacrum with instrumentation on 7/9/91. On 5/1/92 instrumentation was removed. There was a pseudoathrosis l4-l5, l5-s1, with loosened hardware. Re-fusion on at the l4-l5 and l5-s1 intervals.